Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plunger was hard to remove. Customer's blood glucose a time of incident was unknown. Customer stated they are unable to remove the plunger rod. The customer was advised to use another reservoir. The customer was advised to return the reservoir for analysis. The customer stated she was able to get the plunger rod off and attempted to use reservoir. The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. The customer stated the leak occurred when filling the reservoir. Customer stated the reservoir was discarded. Customer was explained the leak could be an air bubble in the reservoir that is expanding during filling. Customer stated there is air bubbles in the reservoir. Customer was advised to change reservoir. The customer was advised that we would replace the reservoir.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.